Event description:
All atrial tachycardia/atrial fibrillation (at/af) therapies disabled (B)(6) 2015, because the atrial lead position check failed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).